Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revision procedure approximately 5 days post implantation due to instability and dislocation. During the revision the acetabular shell was in a different position from previous surgery. The shell, liner, bearing, sleeve, and head were exchanged without complications. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent a revision surgery due to dislocation. Acetabular component found in different position from time of surgery and moves easily, when tapped, indicating disrupted from subchondral bone, exchanged with same size with 3 screws. New head , liner and screws were placed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 110024466 g7 dual mobility liner 50mm h lot#: 755990. Catalog#: 110031015 vivacit-e dm bearing 28x50mm lot#: 64731446. Catalog#: 650-1068 cer option type 1 tpr sleve +6 lot#: 2900905. Catalog#: 650-1055 cer bioloxd option hd 28mm lot#: 3050674. The device will not be returned for analysis, due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02852, 0001822565-2021-02978.

Event description:
It was reported that the patient underwent a revision procedure due to instability and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.